Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-11, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the ins was implanted the patient had pain in their back/down the right side of their back. The patient stated that they never had relief of pain and the ins didn't address the pain; the patient said they only get pain relief from medication. The patient stated that they wanted to get the ins removed so physician listings were sent to the patient. No device issues were reported. No further complications were reported/anticipated. On 2018-05-10, additional information was received from the patient on 2018-may-10. It was reported that the patient found a doctor and will be seeing him was scheduled to meet with them on (B)(6) 2018. The patient turned the device off since it caused her a lot of pain; they were given oxycodone. There were no further complications reported or anticipated. On 2018-sep-10, additional information was received from the patient via a manufacture representative (rep) reporting that the patient did not use their stimulator because of sharp stinging sensations when the device was on. No factors were reported that may have contributed to the issue. The rep indicated that no meeting with the patient had taken place. It was reported that the patient¿s current pain physician believed that the leads were intrathecally placed and they planned to explant the patient¿s system. The issue was not resolved at the time of the event. Surgical intervention had not occurred, but was planned and scheduled for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional via the manufacturer representative reported that the patient described headaches during the time of implant of the system and felt that stimulation was much different with the implant than the trial. X-rays were ordered by the current physician and showed that the leads were not placed posterior to vertebral bodies and were possibly intrathecally placed. The system was explanted and during the procedure impedance values were checked and found to be in normal range. The leads were removed and csf immediately was made apparent. The physician confirmed that the system was intrathecally placed and the issue was not resolved at the time of the report.